Event description:
Reportedly, the subject ICD and the associated right ventricular lead were implanted on (B)(6) 2017. On (B)(6) 2018, during a remote follow-up, it was observed that the rv coil continuity impedance measurements were varying between 400ohms and 1300ohms. These fluctuations were occurring several months per year, and no alert about this behavior was transmitted through remote monitoring system. No anomaly was observed regarding the other parameters. Preliminary analysis results confirmed that even though the values remained within normal range, rv coil continuity measurements have been unstable since (B)(6) 2017 (at least). Based on this observation, an rv lead (high voltage part) or a lead-ICD connection issue ((rv)df-1 connector) is suspected.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200812 - file-2020-01080 - analysis and closure report - resp-2020-00831.pdf].

Event description:
Reportedly, the subject ICD and the associated right ventricular lead were implanted on (B)(6) 2017. On (B)(6) 2018, during a remote follow-up, it was observed that the rv coil continuity impedance measurements were varying between 400ohms and 1300ohms. These fluctuations were occurring several months per year, and no alert about this behavior was transmitted through remote monitoring system. No anomaly was observed regarding the other parameters. Preliminary analysis results confirmed that even though the values remained within normal range, rv coil continuity measurements have been unstable since (B)(6) 2017 (at least). Based on this observation, an rv lead (high voltage part) or a lead-ICD connection issue ((rv)df-1 connector) is suspected.